Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During the subsequent surgical procedure, urethral erosion and urethral atrophy associated with cuff pressure were identified. It was confirmed that the cuff had been initially placed in the correct location and was appropriately sized. No device issues were found, and the condition was attributed to device age. The aus was replaced with a 3.5 cm cuff. No additional patient complications were reported.